Manufacturer narrative:
Additional FDA product code: kra, dqe, dqo. A swan ganz catheter was returned for evaluation. The reported event of "balloon was found to be damaged" was confirmed. As received, balloon was found to be ruptured at central area. Ruptured edges did not appear matching at the rupture. The reported resistance issue was unable to be confirmed. Catheter outer diameter of the proximal thermal filament cover bond fitted into the biggest measurement of go-no-go fixture, which was within specification. Cover bond was able to insert onto the catheter without resistance into lab 9f introducer as per IFU recommended introducer. Through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A supplementary report will be submitted once evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, prior to patient use, a swan-ganz catheter failed to pass through the teleflex contamination shield, and the balloon was found to be damaged. It was noted that issue might have been caused by the narrowing of the contamination shield. There was no allegation of patient injury.